Event description:
Per the clinic, the patient experienced abnormal sound percepts with the device use. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported). The patient was reimplanted with another cochlear device during the same surgery.